Manufacturer narrative:
Product event summary: product ID# 4076-58. A proximal portion of the lead measuring 41.5 cm was received and analyzed. A distal portion of the lead measuring 41.5 cm. Was received and analyzed. The outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to melting. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was high impedance and the right ventricular (rv) lead was fractured. The rv lead was capped and replaced. It was also reported that there was thinning of the left ventricular (lv) lead insulation due to twiddlers syndrome. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high impedance and the right ventricular (rv) lead was fractured. The rv lead was capped and replaced. It was also reported that there was thinning of the left ventricular (lv) lead insulation due to twiddlers syndrome. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6949-65 implanted: 2005 (B)(6); (B)(4) implanted: 2005 (B)(6). (B)(4).